Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a revision procedure, the right ventricular (rv) lead was unable to be fully inserted into the stylet. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and sensing issue were not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. As received, a complete lead was returned in one piece for analysis. The reported event of ¿it was not possible to fully insert the lead stylet¿ was confirmed to be due to body fluids that were inside the lead. Visual inspection of the lead revealed that the helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque was applied directly to the connector pin. The measured full helix extension length was within product specification.